Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed significant swelling and tenderness at the device site. Patient presented to the emergency department and underwent pocket revision and hematoma evacuation. Patient experienced chest pain and pocket site pain. The hematoma was resolved with no sequelae. Patient was discharged home.